Manufacturer narrative:
Follow up information received on 22-nov-2016: essure pregnancy questionnaire received. On (B)(6) 2007, she had essure inserted, not shortly after previous pregnancy. There were 3 trailing coils on left and 7 on right side. On (B)(6) 2007, hysterosalpingogram was performed and showed both fallopian tubes blocked. It was unknown if location of coils was satisfactory. Patient was told to rely on essure. On (B)(6) 2016, blood pregnancy test and ultrasound confirmed pregnancy. On (B)(6) 2016, at (B)(6), patient delivered a baby boy, (B)(6). Company causality comment: this spontaneous case report refers to a female patient ((B)(6) at time of report) who had essure (ess205) (fallopian tube occlusion insert) implanted for permanent contraception and, 8 to 9 years after insertion, experienced pregnancy and x-ray showed both coils remaining in patient's pelvis (interpreted as device dislocation into abdominal cavity). She gave birth to a male newborn at (B)(6). A post-partum bilateral salpingectomy showed that the coils were not in the tubes. Also, while the x-ray showed that both coils were in the pelvis, subsequent laparoscopy and hysteroscopy failed to localize them. Device dislocation and pregnancy, serious due to medical significance, are anticipated in the reference safety information of essure. Unintended pregnancy can occur with the use of any contraceptives. For the essure micro-insert, the risk increases in case of device dislocation or insufficient occlusion of the tubes. In this particular case a hysterosalpingogram had confirmed the occlusion of the tubes, but abdominal dislocation of the coils had occurred at an unspecified time point afterwards. Although the mechanisms of the dislocation are unclear, given the nature of the event a causal relationship cannot be excluded (related). This case was classified as incident since surgical intervention was required to attempt device removal. A quality-safety investigation concluded that, in the absence of batch number and complaint sample, a quality defect could not be confirmed but is considered plausible, thus a relationship with the events cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is:(B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous physician report refers to a female patient ((B)(6) years old at time of report) who had essure ((B)(4)) (fallopian tube occlusion insert) implanted for permanent contraception and, 8 to 9 years after insertion, experienced pregnancy and x-ray showed both coils remaining in patient's pelvis (interpreted as device dislocation into abdominal cavity). The baby was born small for gestational age but otherwise fine. A post-partum bilateral salpingectomy showed that the coils were not in the tubes. Also, while the x-ray showed that both coils were in the pelvis, subsequent laparoscopy and hysteroscopy failed to localize them. Device dislocation and pregnancy, serious due to medical significance, are anticipated in the reference safety information of essure. Unintended pregnancy can occur with the use of any contraceptives. For the essure micro-insert, the risk increases in case of device dislocation or insufficient occlusion of the tubes. In this particular case a hysterosalpingogram had confirmed the occlusion of the tubes, but abdominal dislocation of the coils had occurred at an unspecified time point afterwards. Although the mechanisms of the dislocation are unclear, given the nature of the event a causal relationship cannot be excluded (related). This case was classified as incident since surgical intervention was required to attempt device removal. A quality-safety investigation concluded that, in the absence of batch number and complaint sample, a quality defect could not be confirmed but is considered plausible, thus a relationship with the events cannot be totally excluded. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician in united states on 16-sep-2016 and 19-sep-2016 which describes an adult female patient who had essure (ess205) (fallopian tube occlusion insert) inserted 8-9 years prior to the report for permanent contraception. She went to ER with abdominal pain and she found out she was pregnant. Hsg was done and coils were properly placed and tubes were occluded. The baby was small for gestational age but was fine and mother was ok. It was reported that she did not take pregnancy well. Post-partum, bilateral salpingectomy was attempted. No coils were present in tubes. This was confirmed by pathology results. X-ray showed both coils remaining in patient's pelvis. Physician looked in pelvic laparoscopically and hysteroscopically and did not see anything. Surgery was done that morning ((B)(6) 2016). Patient was currently 6 weeks post-partum. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) for permanent contraception. She was found pregnant. The baby was born small for gestational age but was fine and mother was fine too. Post-partum, bilateral salpingectomy was attempted but coils were not in tubes. An x-ray showed that both tubes were in pelvis (interpreted as device dislocation into abdominal cavity). Eight or nine years after essure insertion, the physician looked in pelvic laparoscopically and hysteroscopically and did not see anything. Device dislocation and pregnancy with contraceptive device are listed in the reference safety information for essure. Although the exact date and mechanism of device dislocation is unknown, given the nature of this event, a causal relationship cannot be excluded. This case is regarded as incident since surgical intervention was required to attempt device removal. A product technical complaint analysis is being sought. Further information has been requested.